Event description:
During an ercp procedure, the physician used a wilson-cook web ii memory double lumen extraction basket. During removal of the basket from the patient, the inner drive wire of the basket punctured the outer sheath near the proximal end of the device. At this time, the exposed inner component entered the user's thumb. The wire was removed from the user's thumb. The condition of the user was reported as stable.